Event description:
Patient was undergoing 3 column hemorrhoidectomy on the right side and suture ligation of the hemorrhoid on the left side. Hand piece was not functioning. Unit went into "replace" mode. Two different units were used. Both did the same. A third unit was used and functioned properly.